Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was implanted and after interrogation, the pacemaker had no capture in the bipolar configuration. An x-ray was done and revealed that the terminal pin was not fully inserted into the header of the device. As a result, the patient underwent surgical intervention to fully inserted the terminal pin into the header of the device. The system remains in use. No further adverse patient effects were reported.